Event description:
A malfunction was reported when a malfunction code appeared. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not persist. The customer was instructed to continue using the pump and to reach out if the malfunction recurred.